Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date involving a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro where a cytotoxic leak and personnel exposure to the cytotoxic was reported. The patient was connected to the device at the time of the event. There were no adverse clinical consequences, and nobody was injured. There was about 15 minutes delay in therapy for cleaning and the therapy has been completed. There was no blood loss that was considered clinically significant. The medication used was paclitaxel. The leak did not come into contact with the patient, but with the caregiver with no consequences, immediate rinsing according to the protocol, using no specific kit. The patient¿s condition before, during and after the incident was good, not impacted by the incident. The patient received almost the full intended dose; the tubing has been clamped very quickly. There was patient involvement but no patient harm.

Manufacturer narrative:
One (1) photo was shared by customer, where a stick down is shown in one of the claves, no additional damage or anomalies are observed. One (1) used list# 011-h1267, 28 cm (11") set per infusione per pompa con due clave® were returned for evaluation. As received a stick down in one of the claves was confirmed. The clave with stick down was dissembled and a broken spike and a partial seal coring were confirmed. No additional damage or anomalies were observed. Complaint of leaks can be confirmed. The probable cause is due to a salt lake city molding defect. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 4/14/2025.